Event description:
Allegedly, in the revision surgery the dr noted that there was a large soft tissue mass (pseudotumor) in the posterior aspect of the hip capsule and external rotators additional that there was a significant amount of metal-stained tissue involving synovium, capsule and bone in both, femur and acetabulum, that he removed an excessive amount of membranes, metallosis and osteolytic soft tissue. Because the hip stem was well fixed, an extended trochanteric osteotomy was required to remove the profemur® plasma z stem in plaintiff's left hip and removed all of the wright medical devices that had been implanted in plaintiff's left hip, except for the conserve® plus spiked cup, which was well fixed and left in place. In (B)(6) 2021 plaintiff developed adverse symptoms including, but not limited to, progressively worsening pain in and around his hip joints. In (B)(6) 2021 an MRI demonstrated large fluid filled collections over both of plaintiff's hips. In (B)(6) 2021 laboratory tests also revealed that plaintiffs cobalt and chromium levels in his blood were significantly elevated.